Manufacturer narrative:
B3: the unit director reported the date of event, (B)(6) 2020, and stated that the scope was used in a procedure immediately prior to reprocessing. The procedure was endoscopic ultrasound with fine needle aspiration (eus with fna), completed with no delays. There was no patient injury/harm/infection. The device was inspected prior to use. H4: potential causes that could lead to damage is due to deterioration over time. It was found that the manufacturing date of the device was april 18, 2007. Since the equipment has been used for much more than 6 years, it is highly probable that the damage at the relevant location is due to deterioration over time. H6: a device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. It was confirmed that the tip was removed. A leak was confirmed from the gap at the tip. The probable cause was determined to be due to user handling.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the probe unit distal tip was broken and leaking. The probe unit was replaced. The device was serviced and returned to the user facility.

Event description:
The user facility reported air/water leakages or fluid invasion from the distal end tip of the device found during reprocessing. The device was used prior to reprocessing and the procedure, endoscopic ultrasound with fine needle aspiration (eus with fna), was completed with no delays. There was no patient injury, harm or infection reported.